Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the retractor band had been overextended, causing the cable to disconnect from the controller board. A field service engineer (fse) replaced the damaged controller board, reseated the cable connection, and replaced the faulty slide rails. After reassembly, the drawer was tested using the hardware test application and passed all tests with no issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 pocket a1-e3 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.